Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 04-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 for permanent birth control. The plaintiffs medical history included the birth of her daughter in (B)(6) 2010. Following the essure procedure, the plaintiff began to experience excruciating right sided abdominal and pelvic pain. This pain was more intense in the days prior to and throughout her menstrual cycle and often rendering her incapable of caring for her child. She also began experiencing severe lower back pain, longer and heavier menstrual cycles, migraine headaches, urinary tract infections, and dyspareunia. Her pain and disability became so severe that in 2014, after consulting with her internist, visited the emergency room where she received a sonogram and ultrasound. The ultrasound and sonogram revealed that the essure device had perforated her right fallopian tube and was fully exposed through the wall of the fallopian tube. In (B)(6) 2014, the plaintiff underwent emergency surgery to remove her right fallopian tube and the essure device. At the reporting time, the plaintiff still experiences abdominal pain, dyspareunia, and longer and heavier menses since removal of the right essure device. Follow-up from 26-apr-2016. Quality-safety evaluation of ptc, ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the procedure began to experience excruciating right sided abdominal pain. Approximately 3 years after insertion an ultrasound revealed essure device had perforated her right fallopian tube. She underwent emergency surgery to remove the right fallopian tube and essure device. These events are listed in the reference safety information for essure. In the present case, the right fallopian tube perforation was a probable cause of excruciating right sided abdominal pain, but possibly other factors also contributed to the pain, since the event persisted after removal of the perforated fallopian tube and implant. Since there was no mention to removal of the contralateral device, and given the lack of alternative explanation, a contributory role of essure cannot be excluded. The exact date and mechanism of the event essure device had perforated her right fallopian tube was not specified. Consumer started having pain after insertion and the perforation was diagnosed approximately 3 years after the procedure. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her right fallopian tube"), uterine perforation ("perforation (uterus) / protruding from serosa of uterus"), device expulsion ("expulsion of essure device / migration of essure device (location of device: embedded in myometrium)") and abdominal pain ("excruciating right sided abdominal pain") in a female patient who had essure (batch no. 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in 2010, multigravida, parity 3 (date of births: (B)(6) 1993, (B)(6) 2006, (B)(6) 2010), gestational diabetes, vaginal delivery (1993 and 2006), c-section (2010), cyst removal and urethral obstruction. Patient denies alcohol an drug use. Previously administered products included for birth control: oral contraceptive; plaintiff cannot recall name of contraceptive from 2006 to 2009. Concurrent conditions included overweight, elevated bp, intermittent headache, abdominal pain, penicillin allergy, nonsmoker, ovarian germ cell teratoma benign, ovarian mass, general anesthesia and hemiparaesthesia. Family history included nasal cavity cancer nos, diabetes (father mother) and hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since 2010 to (B)(6) 2011 for birth control as well as bismuth subsalicylate (pepto bismol), esomeprazole magnesium (nexium), ibuprofen, ibuprofen (advil), ibuprofen (motrin), loperamide hydrochloride (imodium), metformin, naproxen sodium (aleve caplet), pamprin, panadeine co (tylenol #3), procet (hydrocodone/acetaminophen), tramadol and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("pain was more intense in the days prior to and throughout her menstrual cycle/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced back pain ("severe lower back pain / lower back pain/ constant severe lower back pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer and heavier menstrual cycles"), urinary tract infection ("urinary tract infections") and migraine ("migraine headaches"). The patient was treated with lisinopril, surgery (laparoscopy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal discharge, back pain, urinary tract infection and migraine outcome was unknown, the dysmenorrhoea was resolving, the abdominal pain and menorrhagia had not resolved and the dyspareunia, fatigue, alopecia and nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: the essure device was carefully inserted into the left tubal ostea without difficulty. Attention was then taken to the right tubal ostea and again the essue device with inserted without difficulty. The hysteroscope was then removed with assuring hemostasis, speculum removed from the vagina. The patient tolerated the procedure well and left the procedure room in good condition. The findings have been described previously. As stated previously, the patient had a prior right salpingo-oophorectomy and the right fallopian tube and ovary were noted to be absent: however, a metallic object was noted to be protruding from the serosa of the uterus on the right side. The pateint reported-laparoscopy with removal of foreign body from right side of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Pregnancy test urine - on an unknown date: negative 2014 - sonogram and ultrasound - essure device had perforated her right fallopian tube and was fully exposed through the wall of the fallopian tube (B)(6) 2011: essure confirmation test: bilateral tubal occlusion: impression: both fallopian tubes appear occluded. The left fallopian tu8e appears in satisfactory position. The tip of the outer coil is slightly within the uterine cavity. The right insert is positioned slightly more distally with the tip of the inner coil approximately 1.0 to 1.5 cm beyond the tubal cornua junction. The tube still appears occluded. (B)(6) 2014:final pathologic diagnosis:one specimen is received in formalin labeled with the patient's name, medical record number and as "foreign body right side of uterus", the specimen consists of two spiral-shaped wires. The larger measuring 12 cm in length and tightly coiled. The shorter measuring 4 cm in length and loosely coiled. No soft tissue is attached. CT abdomen pelvis without contrast:impression: 2.7 x 1.8 cm cell ovarian teratoma. Recommend surgical consultation small pericardial effusion. Mildly atrophic fight kidney. Colonic diverticulosis without evidence of diverticulitis small umbilical hernia, fat-containing . Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet & medical record received. Events expulsion of essure device, fatigue,hair loss,nausea, vaginal discharge,perforation (uterus) are added. Lot number and lab data added. Concomitant condition & drug added. Historcal condition & drug added. Product ,patient & reporter information updated. Perforation. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her right fallopian tube"), uterine perforation ("perforation (uterus) / protruding from serosa of uterus"), abdominal pain ("excruciating right sided abdominal pain") and device expulsion ("expulsion of essure device / migration of essure device (location of device: embedded in myometrium)") in a female patient who had essure (batch no. 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in 2010, multigravida, parity 3 (date of births: (B)(6) 1993, (B)(6) 2006, (B)(6) 2010), gestational diabetes, vaginal delivery (1993 and 2006), c-section (2010), cyst removal and urethral obstruction. Patient denies alcohol an drug use. Previously administered products included for birth control: oral contraceptive; plaintiff cannot recall name of contraceptive from 2006 to 2009. Concurrent conditions included overweight, elevated bp, intermittent headache, abdominal pain, penicillin allergy, nonsmoker, ovarian germ cell teratoma benign, ovarian mass, general anesthesia and hemiparaesthesia. Family history included nasal cavity cancer nos, diabetes (father mother) and hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since 2010 to (B)(6) 2011 for birth control as well as bismuth subsalicylate (pepto bismol), esomeprazole magnesium (nexium), ibuprofen, ibuprofen (advil), ibuprofen (motrin), loperamide hydrochloride (imodium), metformin, naproxen sodium (aleve caplet), pamprin, panadeine co (tylenol #3), procet (hydrocodone/acetaminophen), tramadol and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("pain was more intense in the days prior to and throughout her menstrual cycle/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced back pain ("severe lower back pain / lower back pain/ constant severe lower back pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("longer and heavier menstrual cycles"), urinary tract infection ("urinary tract infections") and migraine ("migraine headaches"). The patient was treated with lisinopril, surgery (laparoscopy), surgery (laparoscopy), surgery and surgery (laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal discharge, back pain, urinary tract infection and migraine outcome was unknown, the abdominal pain and menorrhagia had not resolved, the dysmenorrhoea was resolving and the dyspareunia, fatigue, alopecia and nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: laparoscopy with removal of foreign body from right side of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Pregnancy test urine - on an unknown date: negative 2014 - sonogram and ultrasound - essure device had perforated her right fallopian tube and was fully exposed through the wall of the fallopian tube (B)(6) 2011: essure confirmation test: bilateral tubal occlusion: impression: 1. Both fallopian tubes appear occluded. 2. The left fallopian tu8e appears in satisfactory position. The tip of the outer coil is slightly within the uterine cavity. 3. The right insert is positioned slightly more distally with the tip of the inner coil approximately 1.0 to 1.5 cm beyond the tubal cornua junction. The tube still appears occluded. (B)(6) 2014:final pathologic diagnosis:one specimen is received in formalin labeled with the patient's name, medical record number and as "foreign body right side of uterus", the specimen consists of two spiral-shaped wires. The larger measuring 12 cm in length and tightly coiled. The shorter measuring 4 cm in length and loosely coiled. No soft tissue is attached. CT abdomen pelvis without contrast:impression: 1. 2.7 x 1.8 cm cell ovarian teratoma. Recommend surgical consultation 2. Small pericardial effusion. 3. Mildly atrophic fight kidney. 4. Colonic diverticulosis without evidence of diverticulitis 5. Small umbilical hernia, fat-containing quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.